Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected field: b5. The getinge field service engineer (fse) that encountered the issue replaced the defective save disk. All manifold test performed, everything ok.

Event description:
It was reported after maintenance that a cardiosave intra-aortic balloon pump (iabp) had all manifold test failed the test step. Membrane leak of 7 mmhg. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported after maintenance that a cardiosave intra-aortic balloon pump (iabp) had ai manifold test failed the test step: membrane leak of 7 mmhg. No patient was involved.